Event description:
It was reported that on (b)(6) 2026, a 29S Tendyne Mitral Valve LP was implanted in the patient. On (b)(6) 2026, the patient was admitted at an external hospital for new occurrence of fatigue. A transesophageal echocardiogram (TEE) showed several thrombi floating at left atrial (LA) starting from the Tendyne prosthesis edges. There was suspected endocarditis and not yet verified by blood labs. The patient was latest on Non¿vitamin K antagonist oral anticoagulants (NOAC). The valve function not compromised (no gradient or PVL) and no thrombi at Tendyne prosthesis.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.